Event description:
It was reported to philips that material was falling from the rail and was contaminating the sterile field. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse performed troubleshooting and found that the wear of the rails is causing the material to keep falling from the rail, which is contaminating the sterile field. Fse cleaned the rails and the issue got resolved, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.